Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("rashes"). The patient was treated with surgery (hysteroscopic essure removal). Essure was removed. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 27-year-old female patient who had essure (batch no. 624482, 624487) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: not performed". The patient's past medical history included birth control pill, fracture of pelvis, fracture of spine and stroke. Previously administered products included for an unreported indication: darvocet. Concurrent conditions included body mass index normal. Concomitant products included esomeprazole magnesium (nexium), gabapentin, hydroxyzine and ibuprofen. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, 23 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rhinitis allergic ("allergic rhinitis"), rash ("rashes"), depression ("depression"), anxiety ("mental anguish"), allergy to metals ("nickel allergy") and abdominal pain lower ("pain: lower abdominal area"). The patient was treated with surgery (hysteroscopic essure coilremoval). Essure was removed on (B)(6) 2007. At the time of the report, the pelvic pain, rash, allergy to metals and abdominal pain lower had resolved and the rhinitis allergic, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, depression, pelvic pain, rash and rhinitis allergic to be related to essure. The reporter commented: current weight 170 lbs. Per medical record: essure insertion details: the left coil was placed first without difficulty and, as noted, there were 3 open coils extended outside the ostia. In a similar fashion, a right coil was placed without difficulty with 4coils seen. The hysteroscope was removed from the uterus. The patient tolerated the procedure well and was in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs received. The reporter information was added/updated. This case concerns 27 year old patient. Her demographic was updated. Her historical condition/medication and concurrent conditions were added. Essure removal date was added. Essure indication was amended. Concomitant medication was added. Essure lot number was added. Per plaintiff fact sheet event: rashes, depression, anxiety, nickel allergy, pain: lower abdominal area and essure confirmation test: not performed were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 27-year-old female patient who had essure (batch no. 624482, 624487) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: not performed". The patient's past medical history included birth control pill, fracture of pelvis, fracture of spine and stroke. Previously administered products included for an unreported indication: darvocet. Concurrent conditions included body mass index normal. Concomitant products included esomeprazole magnesium (nexium), gabapentin, hydroxyzine and ibuprofen. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, 23 days after insertion and 1 day after removal of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rhinitis allergic ("allergic rhinitis"), rash ("rashes"), depression ("depression"), anxiety ("mental anguish"), allergy to metals ("nickel allergy") and abdominal pain lower ("pain: lower abdominal area"). The patient was treated with surgery (hysteroscopic essure coilremoval). Essure was removed on (B)(6) 2007. At the time of the report, the pelvic pain, rash, allergy to metals and abdominal pain lower had resolved and the rhinitis allergic, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, depression, pelvic pain, rash and rhinitis allergic to be related to essure. The reporter commented: current weight 170 lbs. Per medical record: essure insertion details: the left coil was placed first without difficulty and, as noted, there were 3 open coils extended outside the ostia. In a similar fashion, a right coil was placed without difficulty with 4coils seen. The hysteroscope was removed from the uterus. The patient tolerated the procedure well and was in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Lot number: 624482 manufacture date: 2007/05 expiration date: 2009/04 . Lot number: 624487 manufacture date: 2007/05 expiration date: 2009/04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2018: quality- safety evaluation of ptc(product technical complaint.) Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (batch no. 624482, 624487) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: not performed". The patient's medical history included birth control pill, fracture of pelvis, fracture of spine, stroke and automobile accident. Previously administered products included for an unreported indication: darvocet and yasmin. Concurrent conditions included body mass index normal. Concomitant products included esomeprazole, gabapentin, hydroxyzine and ibuprofen. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rhinitis allergic ("allergic rhinitis"), rash ("rashes"), depression ("depression"), anxiety ("mental anguish"), allergy to metals ("nickel allergy") and abdominal pain lower ("pain: lower abdominal area"), 23 days after insertion of essure. On an unknown date, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysteroscopic essure coil removal). Essure was removed on (B)(6) 2007. At the time of the report, the pelvic pain, rash, allergy to metals, abdominal pain lower, urinary tract infection, vaginal infection and vaginal discharge had resolved and the rhinitis allergic, depression, anxiety, bladder disorder, urinary tract disorder and cystitis outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, bladder disorder, cystitis, depression, pelvic pain, rash, rhinitis allergic, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: current weight 170 lbs. Per medical record: essure insertion details: the left coil was placed first without difficulty and, as noted, there were 3 open coils extended outside the ostia. In a similar fashion, a right coil was placed without difficulty with 4coils seen. The hysteroscope was removed from the uterus. The patient tolerated the procedure well and was in stable condition. Events resolved after device removal: pain, bladder problems, urinary problems and allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Lot number: 624482 manufacture date: 2007/05 expiration date: 2009/04 lot number: 624487 manufacture date: 2007/05 expiration date: 2009/04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (batch no. 624482, 624487) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: not performed". The patient's medical history included birth control pill, fracture of pelvis, fracture of spine, stroke and automobile accident. Previously administered products included for an unreported indication: darvocet and yasmin. Concurrent conditions included body mass index normal. Concomitant products included esomeprazole, gabapentin, hydroxyzine and ibuprofen. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rhinitis allergic ("allergic rhinitis"), rash ("rashes"), depression ("depression"), anxiety ("mental anguish"), allergy to metals ("nickel allergy") and abdominal pain lower ("pain: lower abdominal area"), 23 days after insertion of essure. On an unknown date, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysteroscopic essure coil removal). Essure was removed on (B)(6) 2007. At the time of the report, the pelvic pain, rash, allergy to metals, abdominal pain lower, urinary tract infection, vaginal infection and vaginal discharge had resolved and the rhinitis allergic, depression, anxiety, bladder disorder, urinary tract disorder and cystitis outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, bladder disorder, cystitis, depression, pelvic pain, rash, rhinitis allergic, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: current weight 170 lbs. Per medical record: essure insertion details: the left coil was placed first without difficulty and, as noted, there were 3 open coils extended outside the ostia. In a similar fashion, a right coil was placed without difficulty with 4coils seen. The hysteroscope was removed from the uterus. The patient tolerated the procedure well and was in stable condition. Events resolved after device removal: pain, bladder problems, urinary problems and allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Lot number: 624482 manufacture date: 2007/05 expiration date: 2009/04, lot number: 624487 manufacture date: 2007/05 expiration date: 2009/04 , quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: new events were added: bladder problems, urinary problems, vaginal discharge, vaginal infection, uti and bladder infection. Events resolved after device removal: pain, bladder problems, urinary problems and allergic reaction. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (batch no. 624482, 624487) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: not performed". The patient's medical history included birth control pill, fracture of pelvis, fracture of spine, stroke and automobile accident. Previously administered products included for an unreported indication: darvocet and yasmin. Concurrent conditions included body mass index normal. Concomitant products included esomeprazole, gabapentin, hydroxyzine and ibuprofen. On (B)(6)2007, the patient had essure inserted. On (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rhinitis allergic ("allergic rhinitis"), rash ("rashes"), depression ("depression"), anxiety ("mental anguish"), allergy to metals ("nickel allergy") and abdominal pain lower ("pain: lower abdominal area"), 23 days after insertion of essure. On an unknown date, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysteroscopic essure coil removal). Essure was removed on (B)(6)2007. At the time of the report, the pelvic pain, rash, allergy to metals, abdominal pain lower, urinary tract infection, vaginal infection and vaginal discharge had resolved and the rhinitis allergic, depression, anxiety, bladder disorder, urinary tract disorder and cystitis outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, bladder disorder, cystitis, depression, pelvic pain, rash, rhinitis allergic, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: current weight 170 lbs. Per medical record: essure insertion details: the left coil was placed first without difficulty and, as noted, there were 3 open coils extended outside the ostia. In a similar fashion, a right coil was placed without difficulty with 4coils seen. The hysteroscope was removed from the uterus. The patient tolerated the procedure well and was in stable condition. Events resolved after device removal: pain, bladder problems, urinary problems and allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Lot number: 624482 manufacture date: 2007/05 expiration date: 2009/04 . Lot number: 624487 manufacture date: 2007/05 expiration date: 2009/04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: new events were added: bladder problems, urinary problems, vaginal discharge, vaginal infection, uti and bladder infection. Events resolved after device removal: pain, bladder problems, urinary problems and allergic reaction. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("rashes"). The patient was treated with surgery (hysteroscopic essure removal). Essure was removed. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.